Manufacturer narrative:
The referenced driveline infection was reported under medwatch MFR# 2916596-2015-01197. (B)(4). Approximate age of device ¿ 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2015 due to an elevated lactate dehydrogenase (ldh) level of 500 u/l and elevated powers and estimated pump flows. The patient was treated with IV heparin and his coumadin dosage was increased. The patient's ldh was maintained between 450-520 u/l (baseline 100-200 u/l). Subacute/acute thrombosis was suspected. A log file was reviewed by the manufacturer's technical services representative. The log file showed an increase in pump power and a decrease in average pulsatility index over time. It was further reported that the patient did not have hematuria. A ramp study was not performed; however, a right heart catheterization was performed on (B)(6) 2015. A decision was made to exchange the pump on (B)(6) 2015 due to probable thrombus, suspected to be due to the patient's history of driveline infection and prothrombotic state.

Manufacturer narrative:
A thrombus formation was identified through the evaluation of the returned pump. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the distal side of the inlet stator upon disassembly of the pump revealed a thrombus formation surrounding the rotor¿s bearing ball, which pulled out of its bore upon disassembly and stayed with the inlet bearing cup. The lamination and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. Although a specific cause for the development of the observed formation could not conclusively be determined, it could have contributed to the patient's elevated flow and power readings. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.